Event description:
Customer reported an alarm 2 and recurring occlusion alarms with their insulin pump, but there was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform several troubleshooting steps, including disconnecting tubing and delivering boluses, which were successful. Despite experiencing frequent occlusion issues, the customer declined additional assistance and resolved to replace supplies and resume insulin therapy independently, with no further action required.